Manufacturer narrative:
UDI (B)(4). The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. Organic matter and a worn eto label were observed. Instructions for use was performed with no observed anomalies. Functional testing: the unit was found to perform as intended and fulfilled the acceptance criteria. The returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Potential root causes pointed out in the fmea are related to excessive drill rpm forcing the drill to screw into the skull and become stuck, no back taper providing clearance between drill and hole, and/or clearance between inner and outer drill does not allow for debris to clear and can flex the outer flutes of the drill and bind it to the skull.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3014334038-2020-00037. 3014334038-2020-00039. A facility reported the drill of the perforator stopped while drilling, so that the drilling could not take place without problems. The same failure happened with 3 patients and 3 perforators of the same ID and different lot numbers. An increase in surgical time of 10 minutes was observed.